Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l3-4. It was found that the extender disengaged from the bone screw. The extender was re-attached to the bone screw and the surgery was completed. No patient complications were reported.

Manufacturer narrative:
Additional info: submitted picture appears to show evidence of non-conformance. The nature of the complaint is functional, and requires physical examination. No additional information about the event can be determined from the submitted pictures. Product not returned; unable to physically examine product and provide additional analysis. Unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: during functional test there was no evidence that the screw would not lock on to the extender properly. The screw load, locked, and ejected properly.